Manufacturer narrative:
Qn#: (B)(4). Corrected data: correction to evaluation codes.

Event description:
The customer reports - "anesthesiologist performed 1st case at (B)(6) hospital (B)(6) 2017. Ra- 04020 was used during case no occurrence during procedure was detected. On (B)(6) 2017 at (B)(6) patient (male, (B)(6) years old) had swelling and numbness in hand and had procedure to remove a foreign body (wire) from arm/hand". It is reported per risk mgt. And hospital summarized the foreign body may have come from 1st initial procedure.

Manufacturer narrative:
(B)(4). The customer returned a crinkled wire for investigation. Nothing else was returned. Visual examination of the wire revealed one end of the wire was surrounded/engulfed in foreign material, and the other end was curved. Microscopic examination confirmed the foreign material on one end of the wire and revealed that the tip of the opposite end is curved, circular, and pointed. The instructions for use provided with this kit warns that if resistance is encountered while advancing spring-wire guide do not force feed, and to not retract the spring-wire guide against the edge of the needle while in the vessel to minimize the risk of spring-wire guide damage. The customer complaint that the arterial swg separated during use could not be confirmed based on the sample received. The customer only returned a crinkled wire with foreign material on one end, while the other end was curved, circular, and pointed. In addition, a device history record review could not be performed as no lot number was provided, and there is no customer sales history to obtain a potential lot number. Without additional pieces of the catheterization device returned for evaluation, the probable cause of this complaint cannot be determined. (Con't) other remarks: teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports - "anesthesiologist performed 1st case at (B)(6) hospital (B)(6) 2017 ra- 04020 was used during case no occurrence during procedure was detected. On (B)(6) 2017 at (B)(6) patient (male, (B)(6)) had swelling and numbness in hand and had procedure to remove a foreign body (wire) from arm/hand". It is reported per risk mgt. And hospital summarized the foreign body may have come from 1st initial procedure.

Manufacturer narrative:
(B)(4). (B)(4) (risk mgr., patient safety) provided the following information related to this event: the ra catheter was inserted on (B)(6) 2017 without issue and no indication of anything wrong. On (B)(6) 2017 the patient returned to hospital with pain, swelling and discoloration to arm/hand area. A procedure was performed on extremity and a clot with tissue and a piece of wire was removed. Vascular surgeon indicated a probable cause for this incident was retained wire from device. No other relevant issue could be explained at this time for this incident. Patient will have a follow-up with doctor. The last communication with patient (from risk mgr.) The patient has some pain, no potential for permanent harm and no loss of function.

Event description:
The customer reports - "anesthesiologist performed 1st case at (B)(6) hospital (B)(6) 2017, (B)(4) was used during case, no occurrence during procedure was detected. (B)(6) 2017 at (B)(6) hospital, patient (male, (B)(6) years old) had swelling and numbness in hand and had procedure to remove a foreign body (wire) from arm/hand". It is reported per risk mgt. And hospital summarized the foreign body may have come from 1st initial procedure.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. The probable cause of the alleged defect could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports - "anesthesiologist performed 1st case at (B)(6) hospital (B)(6) 2017 ra- 04020 was used during case no occurrence during procedure was detected. On (B)(6) 2017 at (B)(6) hospital (B)(6) patient (male, (B)(6) years old) had swelling and numbness in hand and had procedure to remove a foreign body (wire) from arm/hand". It is reported per risk mgt. And hospital summarized the foreign body may have come from 1st initial procedure.